Event description:
It was reported that the insulin pump was booting up and then stopped. It was stated that the battery was changed and the device still had the same issue. Advised the customer to revert to back up plan until he receives a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display. Problem isolated to the motherboard.